Manufacturer narrative:
An RMA was issued to the customer requesting to have the harmonic ace curved shears instrument returned; however, isi has not received the RMA to confirm/identify any reportable failure mode(s). Isi has made several attempts to obtain the RMA with no success. A review of the instrument log for the instrument associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2020 on system sk1406. The harmonic ace curved shears instrument is a single use instrument and therefore was on its first and final use. A review of the site's complaint history identified no other reportable complaints related to this event or this instrument. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a fragment from the harmonic ace curved shears instrument fell inside the patient. All fragments were retrieved during the same procedure, and no additional surgical intervention was required. However, unintended fragments falling inside the patient may require surgical intervention. The product malfunction could cause or contribute to an adverse event if the failure were to recur. Follow-up was attempted, but the patient information was either unknown or unavailable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, plastic from the harmonic ace curved shears instrument fell into the patient. The fragment was retrieved in the same procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: d10, g4, g7, h2, h3, h6, h10. 61- intuitive surgical, inc. (Isi) received the harmonic ace curved shears instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the reported complaint. The white teflon pad was found with material missing at the distal tip. The teflon pad was reseated back onto the clamp arm, as it appeared to be breaking away, and approximately 0.03¿ x 0.02¿ of the teflon material was missing. The customer did not return the missing material. The known common cause of this failure is mishandling/misuse. The da vinci 8 mm harmonic ace curved shears is a single-use, sterile instrument used to deliver ultrasonic energy to enable transection and coagulation of tissue. It is designed to be used in conjunction with a compatible da vinci surgical system and a compatible ethicon endo-surgery generator and hand piece. Based on the additional information obtained from failure analysis investigation, this complaint is being reclassified as a non-reportable event due to the following conclusion: the fragment that fell inside the patient was retrieved during the same procedure and there were no further issues. The procedure was completed with no patient harm, injury or adverse outcome. The instrument was returned for evaluation and failure analysis investigation concluded that the root cause was fatigue failure due to mishandling/misuse. This event is considered not reportable as this failure mode did not cause or contribute to a death or serious injury, did not require surgical intervention, there is no other malfunction to consider and the instrument breakage that resulted in an unintended fragment falling into the patient was caused by mishandling/misuse.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.